Manufacturer narrative:
Unused sample of same lot was returned for evaluation. Visual examination with unaided eye revealed no non-conformances. Needle was engaged into safety per instructions for use and found to be fully contained inside safety sheath. Unable to confirm reported issue.

Event description:
A report was received alleging that following use of the listed device for blood collection, the needle was not fully captured in the safety device. The report states that the clinician endured a needle-stick injury from the exposed needle. The clinician is received treatment consistent with the facility's internal protocol for blood exposure. No permanent adverse effects to the clinician have been reported. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.